Event description:
On august 14, 2008, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra meter was not powering on when a test strip was inserted. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt documentation, since the medical affairs specialist was unable to reach the pt by phone. The pt reported that the alleged issue began on the first week of the month. As a result of the issue, the pt claimed she stopped taking her insulin (30 units of 70/30 and 12 units of regular) because she did not know if it was running high or low. On the morning of six days prior to original date, after the alleged issue began, the pt reported that her sister contacted emergency services because she was "totally gone." The pt mentioned she was incoherent and was unable to talk, walk or do anything. When the paramedics arrived they tested the pt's blood glucose and obtained a reading of "575 mg/dl." The pt states she was taken to the ER where her sugar was over "600 mg/dl," and was later admitted for hyperglycemia in addition to other health conditions. The pt was reportedly treated with insulin (type and dose) unk when taken to the hosp. At the time of troubleshooting, the cca confirmed the pt was using the correct test strips. In addition, the battery was replaced but the issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose, due to the reported issue and reportedly was treated by an hcp hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.